Event description:
Additional information received indicated that the device was explanted and replaced due to eri/eol and battery advisory warning.

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Several programming changes were made at the clinic. There were no more instances of oversensing. The patient remained asymptomatic.

Manufacturer narrative:
The reported event of post paced t-wave oversensing could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator received. Analysis found the battery depletion was normal based on device usage. The device was otherwise normal. No anomalies were found.

Event description:
New information received indicated that the device exhibited minimal migration prior to procedure.